Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: hemicolectomy. According to the reporter: the staples did not form properly and the tissue was not stapled. A piece from the lower part of the loading unit fell off into the pt's cavity and was later retrieved. Operative time was delayed by 30 mins. Pt is in good condition.